Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported incomplete sheath split and failure to deploy the thumb advancer were confirmed as the device was returned with the sheath partially split. The reported difficulties appear to be related to use technique and the subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device via a 6f sheath after an interventional procedure to remove a thrombolysis catheter. Reportedly, the thumb advancer failed to deploy correctly and the sheath did not split completely. The clip was not deployed. The safety release mechanism was used to retract the vessel locator wings and the device was removed without issue from the patient anatomy. Manual arterial compression was applied for over an hour to achieve hemostasis as the patient had overnight thrombolysis treatment for below knee thrombus prior to this procedure and had been administered tissue plasminogen (tpa) and heparin. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure or therapy due to the patient receiving thrombolysis treatment overnight prior to the interventional procedure or the use of the starclose se device. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.